Event description:
It was reported that when using the pyxis medstation es system, auxiliary drawer 4.1 cubie b5 failed to release. The customer stated that they could not recover and displayed a message on screen about failure to lock and failure to open. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the whole drawer was failed. A field service engineer replaced controllers, replaced tray and removed debris but still shorted. Half height drawer 4.1 and 4.2 previously troubleshooted by local field service engineer. A field service engineer determined to replace the entire drawer and swapped out the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.